Event description:
During evaluation of a returned homechoice device, a high drain error 101 (night drain 1) alarm was identified in the log. The alarm occurred on (B)(6) 2012 11:55:22. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. A visual inspection was performed. The homechoice device received and passed all functional testing. The cause was unable to be determined with the provided information. Should additional relevant information become available a supplemental report will be submitted.